Manufacturer narrative:
Technician suggested that the account shake the ribbon carrier cable assembly when the trendelenberg stops working. No further information is available on the repair of this bed at this time.

Event description:
The account alleged that the trendelenberg function is working intermittently. Account stated that there were no injuries.